Event description:
It was reported that the tip of suture anchor broke and hence could not be deployed. No patient injuries reported.

Manufacturer narrative:
One suturefix ultra device was returned for evaluation. It was confirmed that the trigger had been advanced to the proximal end on the handle body indicating a complete deployment. Only the repair suture component was returned and was broken at about mid-point of its length. The suture anchor component was not returned for evaluation. It is possible that the suture could have broken on the fork during insertion or on the ID of the inserter tube during retraction of the wings. Both the insertion fork and tube meet specification. Without the suture anchor or additional details it is unclear as to the cause of the failure mode. No further actions are required at this time.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.